Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor on their insulin pump. The patient's blood glucose was 8.0 mmo/l/l at the time of the call. While trying to load the serter the needle hub dislodged from sensor base causing the to stayed on the base. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or